Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing inadequate pain relief and leads migrated which was confirmed via imaging. The patient underwent implantable pulse generator (ipg) replacement and leads repositioning procedure. The explanted ipg will not be returned per facility policy.